Event description:
The customer reported "alarm going off". Upon follow-up by a philips representative, the charge nurse reported that (B)(6) in the emergency observation room 3rd floor/ alarms were not being displayed at the central, only at the bedside. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.